Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a dreamtome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during procedure, it was noticed that the cutting wire of the tome would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device and it was not tested prior to use. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.